Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd extension set 1.2 micron low protein binding filter experienced blockage. The following information was provided by the initial reporter: pt had smof lipids going through the big blue lipid filter. It became occluded after having to pause the lipids to administer IV lovenox that were not compatible with any of the drips that were going continuously.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer for this file. It was reported that the patient had smof lipids going through the big blue lipid filter, which became occluded after having to pause the lipids to administer IV lovenox that were not compatible with any of the drips that were going continuously. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10012866 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd extension set 1.2 micron low protein binding filter experienced blockage. The following information was provided by the initial reporter: pt had smof lipids going through the big blue lipid filter. It became occluded after having to pause the lipids to administer IV lovenox that were not compatible with any of the drips that were going continuously.